Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® conformable aaa trunk ipsilateral leg endoprosthesis; (B)(4). Gore® excluder® aaa endoprosthesis contralateral leg; (B)(4). Updated h6: updated medical device problem code from a0406 to a040601. Updated health effect - impact code to f11, f24 is no longer applicable. Added type of investigation code b13. Code b15 was inadvertently entered and should be removed. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d1002, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information however, the reporting site hypothesized that the dimensions of the aortic bifurcation and the post-procedural ballooning may have influenced this event. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd).

Event description:
The following was reported to gore from the imedidata study database: on (B)(6) 2025, this 79-year-old male patient underwent endovascular treatment as an planned procedure for an abdominal aortic aneurysm. The patient was treated with three gore® excluder® aaa endoprosthesis devices in the infrarenal abdominal aorta and bilateral common iliac arteries. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed by cutdown. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no adjunctive procedures. There was no type I or type iii endoleaks observed at the conclusion of the procedure. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was noted the patient had a ¿crush and occlusion of iliac branch¿. The event is on-going but lead to inpatient hospitalization. This event is noted to be related to treatment/procedure. On (B)(6) 2025, it was reported that the affected graft is the plc181000 on the left side. The site offers a hypothesis that the dimensions of the aortic bifurcation and the post-procedural ballooning of the endoprosthetic branches may have influenced this event, causing compression of the left branch. The patient underwent local-regional fibrinolysis and subsequently kissing percutaneous transluminal angioplasty on the aortic bifurcation and iliac arteries.

Event description:
The following was reported to gore from the imedidata study database: on (B)(6) 2025, this 79-year-old male patient underwent endovascular treatment as an planned procedure for an abdominal aortic aneurysm. The patient was treated with three gore® excluder® aaa endoprosthesis devices in the infrarenal abdominal aorta and bilateral common iliac arteries. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed by cutdown. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no adjunctive procedures. There was no type I or type iii endoleaks observed at the conclusion of the procedure. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was noted the patient had a ¿crush and occlusion of iliac branch¿. The event is on-going but lead to inpatient hospitalization. This event is noted to be related to treatment/procedure. No further information is provided at this time.

Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® conformable aaa trunk ipsilateral leg endoprosthesis; cxt231412/29333717. Gore® excluder® aaa endoprosthesis contralateral leg; plc181000/28492526. Review of the manufacturing record is ongoing. The study site has been contacted in order to receive more information on the event and ongoing treatments. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.